Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation found that the system error 105 was caused by a failed motor assembly (flex). The motor assembly was replaced.

Event description:
During baxter's evaluation a device alarmed for a system error 105. There was no patient involvement.